Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombosis occurred. A runway guide catheter was selected for use; however, a bunch of clotting in the device was noted during use. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The runway device dfu (B)(4) lists vascular complications which may require surgical repair as an adverse event. Device analysis revealed that the catheter shaft showed no discrepancies or issues. A .035 amplatz guidewire was inserted into the guidewire lumen and passed through with no hesitations or restrictions. No other irregularities or damage to the device. There is no evidence the device was used contrary to product labeling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that thrombosis occurred. A runway guide catheter was selected for use; however, a bunch of clotting in the device was noted during use. No further patient complications were reported.